Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. The monopolar instruments were not being recognized on integrated electrosurgical unit (iesu) erbe generator. Fse replaced the erbe unit to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the erbe generator involved with this complaint to perform failure analysis. The reported failure was confirmed as having occurred in field. The unit was tested using system. The unit energized and cauterized, but me socket 3 did not fire although all ports recognized instruments. Upon visual inspection there were no issues found that would be related to the reported event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe was not recognizing monopolar instruments and was showing a question mark. Customer tried using monopolar curved scissors (mcs) instrument, permanent cautery hook (pch) instrument and, also changed out energy cable with a known new cable but, with no change. Customer also tried moving the instrument to another arm with no resolution. An intuitive surgical inc., (isi) technical support engineer (tse) advised customer to power cycle the erbe generator when possible. Customer continued using the vessel sealer instrument to complete the procedure and informed that they will be performing power cycle later. On a follow-up call, customer stated that reported issue was still present. The procedure was completing as planned with no reported injury. An isi field service engineer (fse) to follow-up.